Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during an attempted left ventricular lead implant, the lead was dislodged out of coronary sinus (cs) vein and into right ventricle. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.